Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the loss of stimulation and the charging issues was due to them pressing the "increase" and "decrease" buttons. They thought the buttons they pressed would unlock the controller so when they saw the "unlock" screen they became confused. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had stimulation yesterday, but they were not feeling anything. The patient stated they called a representative (rep) and left a message about having problems with charging, but they had not heard back. They reported they saw the ¿ins battery level low¿ (screen 66) on the controller screen. Patient services (ps) had the caller unlock the controller and reposition the recharger, but they were getting screen 66. The patient positioned the recharger over the ins and pressed ¿try again.¿ the caller indicated the controller found the ins and they were getting excellent charge quality. Troubleshooting resolved the reported issue. No further complications were reported. Follow up was conducted.